Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
During a noradrenaline infusion, it was noted that the patient's blood pressure had increased. The infusion was put on hold until the blood pressure had stabilized and then started again at a lower rate. The report suggests that the patient's blood pressure and heart rate increased again and when the infusion was put on hold they noted a free flow in the drip chamber. The information received indicates that the volume infused on the pump was 0.3mls, however approximately 30 ml was unaccounted for. The report suggests that the patient's blood pressure and heart rate was compromised, however once the issue was identified, they stabilized within an hour.

Manufacturer narrative:
The customer¿s report of free flow was not confirmed. The event log identified the following sequence of events: at 14:06 - channel b was powered on and an infusion with a rate of 3.0ml/hr and a vtbi of 90.0ml was started. At 14:09 - channel b infusion was put on hold with 0.1ml infused. At 14:11 - the pump alarmed for hold time exceeded. At 14:13 - the infusion was resumed with the same rate and vtbi. At 14:13 - the infusion was put on hold again, with 0.2ml infused, before being resumed at a rate of 1.0ml/hr. At 14:15 - the infusion was put on hold with 0.2ml infused and the rate was increased to 2.0ml/hr. At 14:16 - the infusion was put on hold with 0.2ml infused. The rate was decreased back to 1.0ml/hr. At 14:16 - the infusion was put on hold with 0.3ml infused. At 14:17 - channel b powered off. Testing and inspection of the returned pump and IV set, including multiple loadings and leak testing of the returned set, found no malfunctions and the pump to be infusing within specification for both short term rate accuracy testing and a 24 hour infusion. The root cause of the reported free flow was not identified.